Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately three weeks ago from date manufacturer was made aware.

Event description:
It was reported that the patients ipg was not working as intended and have difficulty charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.